Event description:
A customer reported to beckman coulter, inc. (Bec) that there was 10 to 20ml cleaning agent leak into the tray inside the unicel dxh 800 coulter cellular analysis system. The leak was contained within the instrument. The operator was wearing gloves and a lab coat at the time of the event. There was no exposure to mucous membrane or open wounds, and the operator did not seek medical attention. Msds was not reviewed, but the facility has exposure control plan. There was no impact to patient results. There was no death, injury, or change to patient treatment as a result of this event. The fse found the nrbc (nucleated red blood cell) chamber was overflowing and not draining because rubber stopper material was obstructing the waste drain line. The fse flushed the nrbc waste pathway to the vcs (volume, conductivity, and scatter) waste chamber, replaced the nrbc chamber, and cleaned spillage from the dxh base. Service activity was verified and the results met published specifications. The leaked fluid appeared to be clenz (cleaning agent), but the nrbc mixing chamber contains blood, diluent and lyse during operation and cleaning agent at shutdown. The cause of the leak was rubber stopper debris obstructing the waste pathway of the nrbc mix chamber.

Manufacturer narrative:
Result code: nrbc chamber. (B)(4).